Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the catheter did not slit along the score lines. There was an issue with the catheter shaft. The mechanical operation of the catheter slitting showed a spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator and the slitter. The slit was not on the score line on the hub. The shaft of the delivery catheter was torn at 7 cm. Slitting stopped at 7.5 cm with spiral slitting starting to occur. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter snapped during slitting. The catheter was removed and a new one was used without issues. No patient complications have been reported as a result of this event.